Event description:
It was reported that, when the surgeon opened the packaging of the bard 3dmax light mesh, he noted the mesh to be torn. As reported, he did not use this mesh, was given another mesh and completed the case without any further issue. As reported, there was no patient harm/injury as a result of the reported issue. The sample is available to be returned for evaluation.

Manufacturer narrative:
As reported the condition of the mesh was alleged to be an out of the box condition. Initial evaluation of the sample finds no contamination on the mesh and there is no visible indication that the device was rolled in preparation for deployment into the patient. The initial evaluation finds one (1) crack in the edge seal of the mesh. However the crack did not extent into the mesh; there was no tearing of the mesh. At this time it is unclear what may have caused the condition of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2019. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results. Addendum 03/03/2020: this is an addendum to the initial emdr to document the results of the sample evaluation performed at the manufacturing facility. The most probable root cause is determined to be a potential manufacturing process and handling event. Due to this event all appropriate manufacturing personnel were provided awareness notification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported the condition of the mesh was alleged to be an out of the box condition. Initial evaluation of the sample finds no contamination on the mesh and there is no visible indication that the device was rolled in preparation for deployment into the patient. The initial evaluation finds one (1) crack in the edge seal of the mesh. However the crack did not extent into the mesh; there was no tearing of the mesh. At this time it is unclear what may have caused the condition of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2019. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results.

Event description:
It was reported that, when the surgeon opened the packaging of the bard 3dmax light mesh, he noted the mesh to be torn. As reported, he did not use this mesh, was given another mesh and completed the case without any further issue. As reported, there was no patient harm/ injury as a result of the reported issue. The sample is available to be returned for evaluation.